Event description:
It was reported that when the dome hole and screw plugs were opened there were four screw plugs included and no dome hole covers.

Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. This report will be amended when our investigation is complete.